Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned device was confirmed to be fractured. No relevant manufacturing issues were identified as all released units met stryker specifications. The most likely cause of the customer reported event is the presence of voids on the laser marking dot acting as stress riser that lead to fracture during bending

Event description:
It was reported that during the surgery, the surgeon inserted the screws. The surgeon bent the rod using the bender. The rod broke.

Event description:
It was reported that during the surgery, the surgeon inserted the screws. The surgeon bent the rod using the bender. The rod broke.